Event description:
It was reported that the patient presented to the emergency room after being found unconscious. A chest x-ray was performed and it was noted that the lead had dislodged. The lead was successfully repositioned on (B)(6) 2014. The patient was doing good after the procedure.

Manufacturer narrative:
(B)(6).